Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert was triggered. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable and was beyond the expected upper range.

Event description:
It was reported that the lead integrity alert (lia) triggered due to noise and the sensing integrity counter (sic). The rv lead also had high impedance and a possible fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.